Event description:
Previous emdr submission noted capsular contracture grade unknown. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2024-16243 as the operating record related to this complaint.

Manufacturer narrative:
Previous emdr submission noted capsular contracture grade unknown. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2024-16243 as the operating record related to this complaint.

Event description:
Patient reported right side "contracture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.